Event description:
It was reported that after heart surgery, the patient was moved to ICU and in ICU, it was noted that there was some seeping of blood at the introducer site. Pressure was applied and then removed the bandage, more pressure was applied and then it was noted that introducer had broken at the body of the patient. The first half of the introducer was removed and the cardiologist and anesthetist doctors were called to removed the second half of device. The doctors were able to retrieve all of the device. It was reported that approximately 50-100 cc of blood loss was noted. No patient intervention was required. At this time, the risk management department has the device; not sure if the introducer will be returned for evaluation.

Manufacturer narrative:
At this time, the device will not be returned for eval.